Manufacturer narrative:
The patient experienced peritonitis on an unreported date in (B)(6) 2016. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized for the event. The cause of the peritonitis was not reported. It was not reported if the patient was treated for the event. Action taken with pd therapy and patient outcome was not reported. No additional information is available.